Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. The pump was not returned for evaluation as it was not explanted. A root cause for the reported event could not be determined through this evaluation. A full examination of the pump could not be conducted because the system was not returned. The instructions for use lists device thrombosis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2013. Prior to the patient's death, the hospital staff suspected pump thrombus, and the patient and his family chose not to treat the thrombus or exchange the pump. Information regarding the patient's symptoms and pump parameters was requested, but the hospital staff responded that no further information was available.